Event description:
Procedure completed, provider was using a perclose prostyle closure device and the device failed. Md unable to remove device from patient's artery. Vascular surgery contacted and came to bedside for cutdown of right groin.